Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents (3.50 x 30mm) and one driver bare metal stent successfully deployed at proximal, distal rca and right posterior descending. Approximately 7 months 2 weeks post index procedure, patient underwent revascularization at proximal rca, due to restenosis.

Manufacturer narrative:
Results: revascularization. (B)(4).

Manufacturer narrative:
Patient has a history of previous chf. It is unknown if previously reported revascularization is related to the study device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient is in remission. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.